Event description:
It was reported that a spectrum iq infusion pump failed volumetric test during preventive maintenance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of pm fail/volumetric test fail was not reproduced. A review of the event history log (ehl) revealed two infusions programmed on the last day of customer use at a rate of 40 ml/hr and vtbi: 20 ml. Both ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.